Manufacturer narrative:
Particles identified in the tip are foreign matters not coming from the manufacturing floor. Inserts are tested 100% in the manufacturing floor for water flow and spray pattern and then dried in oven to remove moisture. User equipment maintenance is unknown.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a cavitron 30k fsi-sli-1000 insert tip overheated; no injury resulted.